Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had . No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer did not received any alarm of battery change, so she changed the battery but insulin pump did not turned on again. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. The device will not be returned for analysis.